Manufacturer narrative:
The insulin pump was received with currents in spec. Pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. Unable to perform occlusion test and basic occlusion test due to completely broken off reservoir tube lip. Pump had minor scratched lcd window and broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 326 mg/dl at the time of the incident. The customer reported crack on top of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.